Manufacturer narrative:
Date received by manufacturer: 04oct2019. Date of report: 07oct2019. The service technician performed operational check but the reported issue was unable to be confirmed. The error record was checked but no occurrence of an error indicating a failure was confirmed. Pressure accuracy test and flow volume accuracy test were performed as a functional test based on the check sheet, but since no abnormality was confirmed, it is assumed that the reported issue was caused by an external factor such as the circuit. No other abnormality was confirmed. Unit was checked overall, cleaned, run in tests and functionally tested. Prior to unit returning to the service center. The sales rep visited the hospital, replacing the device with the same model. He suggested to the medical engineer (me) that a lip alarm be set at 10 hpa, and changed its setting. He also checked the logs of a vital information monitor and found that there was no apparent decrease in an spo2. It seemed that the catheter mount had been disconnected about one or two minutes. There were no anomalies in vitals. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The nurse noticed at a hospital room that the catheter mount had been detaching from a tracheostony cannula. The nurse reported to the medical engineer (me) that there was no audible alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The nurse noticed at a hospital room that the catheter mount had been detaching from a tracheostony cannula. The nurse reported to the medical engineer (me) that there was no audible alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.